Event description:
It was reported that the balloon ruptured. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. There was no patient injury. It was further reported that the 90% stenosed target lesion was located in the moderately tortuous and not calcified right coronary artery. The balloon ruptured immediately after starting the first inflation at 3 atmospheres. The balloon was completely removed from the patient's body without problems.

Event description:
It was reported that the balloon ruptured. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
The wolverine cb mr, ous 10mmx3.25mm, catheter was returned for analysis. A visual examination identified that the balloon was in a deflated state. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. Liquid was observed to be leaking from a balloon pinhole located in the middle of the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination of the hypotube and shaft polymer extrusion identified no issues. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
It was reported that the balloon ruptured. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. There was no patient injury. It was further reported that the 90% stenosed target lesion was located in the moderately tortuous and not calcified right coronary artery. The balloon ruptured immediately after starting the first inflation at 3 atmospheres. The balloon was completely removed from the patient's body without problems.